Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after a kinked infusion set tubing impeded insulin delivery while using a 6 mm steel contact/detach infusion set, which was resolved after replacing the infusion set and reconnecting to the existing cartridge per guided troubleshooting. Symptoms included hyperglycemia with a peak of 386 mg/dl lasting several hours, followed by hypoglycemia to 69 mg/dl after therapy resumed. Outcomes included device alerts for high glucose over 90 minutes and low glucose, carbohydrate intake to treat the low, and no professional medical intervention or assistance required. Investigation included telephone-based troubleshooting and guided replacement of the infusion set and tubing with pump rewind, cartridge reinstallation, tubing fill, infusion set application, and cannula fill. Investigation of this case revealed an occlusion due to a kinked infusion set tubing that resolved after supply change, consistent with an infusion set component problem affecting insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion due to kinked tubing.